Event description:
Covidien received a report that the n65 pulse oximeter had a blank display. Upon eval of the unit on (B)(6) 2014, covidien technician found the unit had missing segments. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Confirmed unit missing segments. Isolated problem to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced and the unit passed testing. (B)(4).